Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sheath was returned in a used condition. A visual inspection of the sheath was performed and no abnormalities such as tears were observed on the cross slit valves in the sheath housing or anywhere else on the device. It was also observed that the hemostasis seals were in the correct position. During pre-decontamination evaluation the sheath was pressurized and flushed several times to remove the residual blood in the seals of the housing. During this process no leaks were observed from the hemostasis seals. This process was unable to remove the residual blood between the duckbill valve and housing; therefore the device could not be removed outside the controlled decontamination room to perform the hemostasis leak test due to bloodborne safety related issues. Since the leak test could not be performed using a hemostasis chamber, leak testing was performed in the pre- decontamination room by pressurizing the device using a sample atrion and sealing the distal end of the sheath. A leak through the hemostasis seals was only observed when the device was pressurized to 4 atm. The leak observed was substantial. The complaint of leak through the hemostasis valve could not be confirmed. Only under extreme conditions was the leak replicated. Additionally due to the condition of the device, hemostasis testing could not be performed. In pre-deco, the device was pressurized and was observed to leak at 3040mmhg (4atm). As reference, based on worst case, a patient with stage 2 hypertension may have blood pressure that ranges from 160-179mmhg (systolic); the sheath was pressurized well above that range. During manufacturing the device undergoes the multiple inspections. These inspections make it highly unlikely that a manufacturing non-conformance could have resulted in a leak through the hemostasis valves. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that during the transapical tavr procedure, there was bleeding noted through the hemostasis valve of the certitude sheath. The bleeding was noted with only a guidewire through the valves of the hemostasis handle. Reportedly, the physician elected to continue the use of the sheath through the remainder of the procedure. The patient tolerated the procedure well.